Event description:
It was reported that the patient was presented to the emergency room (ER) for persistent low flow alarms. On arrival, the doppler mean arterial pressure (map) was 120, automatic cuff pressure was 129/111 (115). Hypertension was being treated. Log files were submitted for review, capturing low flow events on (B)(6) 2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. The patient arrived at the ER the afternoon of (B)(6) 2026 for low flow alarms and also reported that they had been shocked by their implantable cardioverter-defibrillator earlier. The patient also reported getting shocked on (B)(6) 2026 but did not have any low flow alarms at that time. The event log contained low flow estimates as well as sustained low flow hazard events.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.